Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece clogged and heated during use. Event timing is unknown. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been received. No further information was able to be obtained from this customer. However, a handpiece was sent for evaluation. The handpiece was manufactured on march 28, 2017. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications per product specifications. The handpiece was connected to a calibrated infiniti vision system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed and the handpiece was found to meet specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).